Event description:
The source literature reported aseptic meningitis-related complications in a total pts, thromboembolism in two pts, and coil loop herniation requiring treatment with a stent in one pt.

Manufacturer narrative:
This article (kang et. Al., embolization of intracranial aneurysms with hydrogel-coated coils: result of a korean multicenter trial. Neurosurgery, 2007, 61:51-59) was sent to the company from the FDA on march 18, 2008. On june 1, 2009, upon consultation with nurse consultant, reporting system monitoring branch, division of postmarket surveillance, office of surveillance and biometrics, cdrh/FDA, the company obtained clarification that this information should also be reported to the FDA office of surveillance and biometrics as a MDR.